Event description:
It was reported that an adverse event occurred due to ¿values not updating¿. The patient reported that he was not experiencing inaccurate cgm values, but that his phone only updates the values when he turns his phone to the side, but when he turns his phone vertically, they are not updating. The patient stated he was experiencing this for at least 8 months and reported to have lost consciousness on one occasion. No treatment was reported by the patient for event, but it was stated that at the time of the report the patient was taking antibiotics. The patient did not report any further details regarding the event, and further attempts to reach the patient for more information, were unsuccessful. It could not be confirmed if the patient experienced a hypo, or hyperglycemic event. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was returned but will not confirm the issue or determine a probable cause. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Manufacturer narrative:
(B)(4). D4 catalog no - correction. H2 correction. H5 labeled for single use - correction.

Event description:
Subsequent to the initial MDR, a correction is required.